Event description:
This pt was unable to hear with the device at activation. Additional info regarding a possible fall or blow to the head was not available from the health care professional. Using the appropriate diagnostic equipment. It was then determined that the device was not functioning according to MFR's specifications. Explantation reimplantation surgery was successfully completed in 2004. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.